Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen timeouts faster than expected. The customer's blood glucose level ranged from 80-150 mg/dl. Customer declined to troubleshoot with tandem technical support and continued using the pump for insulin therapy.